Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip close cable was derailed from the distal idler pulleys. The cable was seated on the outermost pulley. Yaw motion was non-intuitive as a result. The other cables at the wrist were intact and undamaged. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were approximately .111 - .167 in length and not axially aligned with the tube. No other damage was found. The damage to the instrument found during failure analysis investigation does not constitute a reportable event; however, the damage to the main tube with material removed, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the prograsp forceps instrument was stiff and it wouldn't open. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.